Event description:
Related manufacturer report number 3006705815-2022-00559. It was reported that the patient was unable to enter MRI mode. It was found that the leads had high impedances. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.